Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site tried to power up the system but when they turned it on they got "no input detected". No patient involved. It was later reported that system will not boot.